Event description:
Additional information received reported that the main body of the stent graft had migrated 15mm distally.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. The proximal non-aneurysmal aortic neck diameter, immediately below the lowest renal was 23mm; the distal non-aneurysmal aortic neck diameter immediately above aneurysm was 25mm. It was reported that a CT with contrast discovered that there was evidence of a stent graft migration. It was further reported that the proximal part of the endovascular aortic repair had migrated distally 5mm. There was no evidence of limb migration or endoleak. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that there was ventral kinking.

Event description:
Additional information received reported that the cause of the migration was that the neck dilated from 23 to 25 mm and disease progression was a possibility. There was an increase from ventral kinking over an angle of about 45 degrees. The cause of the kinking was due to the migration in the neck. The physician also stated that there was a long good fit and there was no need for intervention.

Manufacturer narrative:
(B)(4).